Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 250 units of insulin additionally it was reported that the insulin gauge was intermittently inaccurate.. Customer¿s blood glucose ranged from 150-250 mg/dl. Reportedly, customer will use the pump until replacement arrives. Reportedly, the customer also had manual injections available as alternate insulin therapy.